Manufacturer narrative:
H4: the lot was manufactured november 11, 2022 to november 14, 2022. H10: the actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hôpital. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. It was further stated that the pump finished flowing six hours earlier. This was discovered during patient use. The device contained 44.6 ml fluorouracil and 75.4 ml sodium chloride (physio) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.